Event description:
The customer reported via the technical services department that the unit was not functioning. Upon inspection by technical services, it was found that the locating bracket for the side rail on the mid section frame is broken. It is further reported that there was no adverse consequences.

Manufacturer narrative:
Na